Event description:
Additional information from the manufacturing representative was received. They stated that the patient only used their programmer once per month or less, and could have easily overlooked the eri (elective replacement indicator) message. The eos was as expected, based on the patient's parameters. It was noted that the patient is currently in the referral process to have their device replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that end of service (eos) was seen on (B)(6) 2016. The patient claimed that they had never seen the elective replacement indicator message and reported that the device went straight to eos. The manufacturer representative reported that the patient checked their patient programmer once a month. The settings were 2 anodes and 2 cathodes at 4.9v, 450 pulsewidth, 120 hz, and therapy impedance of 536 ohms and 8.992 ma. The therapy was on 24 hours and the estimated longevity would be 8 months from implant date. Based on the estimated longevity it was reported that the low notification seemed appropriate. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.